Event description:
Pt admitted with diagnosis of brain tumor, underwent craniotomy & excision of tumor. During procedure pt's head was being positioned in skull clamp. The locking mechanism slipped causing superficial laceration to left side of head & nose.